Manufacturer narrative:
Device code added for incidental findings the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline cut approximately 1.25 inches from the pump housing and 21.75 inches of the distal portion of the dl was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was severed medially at the flex section. The inlet tube and proximal portion of the flex section were not returned. The distal portion of the flex section and inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow graft was cut approximately 0.5¿ from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was not returned. A sealed outflow graft bend relief collar was returned detached from the device. Examination of the distal side of the inlet stator revealed a thrombus formation adhered to the inlet bearing cup. This thrombus formation that was adhered to the inlet bearing cup was denatured and showed evidence of laminated layering, suggesting that it formed in this location over an undetermined period of time while the pump was supporting the patient. Examination of the sealed inflow conduit revealed depositions of tissue-like clotted blood. Tissue-like clotted blood and grainy, denatured blood was found throughout the pump, partially occluding the inlet stator and outlet stator and surrounding the inlet section of the rotor. These depositions appeared consistent with poor surface washing due to an interruption in flow; however, this evaluation could not confirm if the patient experienced any low flow conditions. These depositions could have caused increased drag on the rotor, which would have resulted in an increase in temperature within the pump that contributed to the observed denaturation. It should be noted that circumferential contact marks were also observed on the outlet section of the rotor, suggesting that the depositions in the proximal side of the outlet stator were present while vad-59510 was supporting the patient. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Tape repairs were present on the distal end of driveline, approximately 2.25-5.75 inches and 8.25-13.75 inches from controller connector. Incidental finding: upon removal of the tape, tears to the outer silicone sleeve were observed approximately 4.75 inches and 10.75 inches from connector. The clear bionate and metal braided shield layers of both returned segments of the driveline appeared unremarkable. Both portions of the driveline were tested for continuity. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was scheduled for a pump exchange on (B)(6) 2018 secondary to pump thrombosis; however the patient had significant myocardial recovery, so the decision was made to explant the pump. No additional information provided.